Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2017 indicate the patient received a right total knee replacement due to end stage osteoarthritis. The patella was resurfaced, and 1 depuy cement was utilized. The surgery was completed without indication of complication by the surgeon. Revision operative notes (B)(6) 2019 indicate the patient received a right total knee revision due to pain and tibial baseplate loosening. Upon entering the joint, excess scar tissue was encountered and removed. The tibial component was noted to be loose at the cement to implant interface. Femoral component and insert were revised without indication of device deficiency. The patella was left in situ with no indication of device deficiency. The surgery was completed without indication of complication by the surgeon. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.